Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: the black box dates from 6/2/2014 -6/10/2014. Black box shows no evidence of short battery life. The pump powers with returned battery cap. Battery cap is able to fully tighten. The battery compartment is intact. Current draws within specifications; idle-80ma, sleep- 00ma, load- 170ma, rewind- 160ma. A battery life issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.